Event description:
Pump display indicated that the desired intravenous amount was infused at the correct rate. When in fact no intravenous fluid was delivered. It was determined the tubing set up by the rn was correct pump malfunction.